Event description:
Cath lab team injecting the aorta with contrast via the power injector and at beginning of injection. The luer lock end of tubing broke right where the luer lock connects to the tubing. Tubing split in half. Clinician sprayed with contrast. No apparent injury to patient. Team disconnected the tubing and put the shorter version of the pressure tubing on and injected aorta successfully without event.